Event description:
Customer indicates that there was no operator at the time of event. Customer alleges that a pt was getting off the pt handling system (phs-bed). The pt grabbed the field-of-view indicator and the indicator lifted up. The pt rocked forward, placing their finger under the indicator and placed their full weight on the indicator. The pt body weight on the indicator caused a serious injury (loss of finger-tip) to the finger beneath the indicator. There was no equipment malfunction or error that contributed to the event.